Event description:
The option button would not function when the device was first pulled out of shipping box.

Manufacturer narrative:
Visual inspection of the switch confirmed the presence of non-conductive contamination inside the switch (with which the button interacts).